Event description:
A malfunction alarm was reported on the pump, specifically indicating malfunction 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.